Event description:
It was reported a transport wheel detached from the stretcher during a patient transport. The end user reported there were no injuries as a result of the reported issue; however, additional details of the incident were not provided.

Manufacturer narrative:
The stretcher was returned to manufacturer and a visual and functional evaluation was conducted. The reported issue was confirmed. Visual observations included damaged and flattened threads on the subject wheel as well as a heavy amount of oil and debris in the threads. A new wheel assembly was installed and the stretcher was returned to the customer.

Event description:
It was reported a transport wheel detached from the stretcher during a patient transport. The end user reported there were no injuries as a result of the reported issue; however, additional details of the incident were not provided.